Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the implantable cardioverter exhibited a previous episode of myopotential oversensing resulting in pacing inhibition. The oversensing was reproducible in clinic. Programming changes were discussed, no intervention as performed. The patient was stable and would be continued to be monitored.

Event description:
New information received on (B)(4) 2019 indicating that programming changes were made.